Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s post-operative complication cannot be determined. Isi has reached out to the customer to obtain additional information but has not yet received a response. If additional information is received, a follow-up MDR will be submitted. A review of the system logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The sureform 60 stapler instrument (pn 480460-07, lot l91190408-0579) used during the case fired 9 reloads (firings 1 and 9 were using white reloads, and firings 2-8 were with blue). All firings were completed per the logs. White firings had 1 pause for compression during firing, and all blue firings had 0 pauses for compression. There were no incomplete clamps in the procedure. No errors related to stapler usage appeared in the logs. The sureform 60 stapler instrument was last used in said procedure as it is a single use item. A site review shows no complaint filed against this instrument. Additionally, all instruments used in the case, other than single use items or instruments on their last remaining use, were used in subsequent procedures. The surgeon has confirmed that the procedure was recorded. As of the date of this report, isi has not received the video for review. Site history review was conducted and did not show any additional complaints related to this event. Based on the information provided at this time, this complaint is reportable due to the following: after a da vinci-assisted sleeve gastrectomy procedure, there was post-operative staple line leak along, and off to the left, of the stomach remnant. A subsequent surgery was required to repair the leak requiring additional hospitalization. The patient¿s status is reported as good. At this time, the root cause of the reported issue is unknown. Follow-up was attempted. Due to lack of product information, UDI and mfg. Date were unavailable. Product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that after a da vinci-assisted gastric bypass procedure performed on (B)(6) 2020, in which a sureform60 stapler with blue reloads was used, the surgeon reported a staple line leak. The patient reported pain in the upper left quadrant 4 hours after the procedure. The leak was coming from the stomach remnant. The leak was repaired laparoscopically on (B)(6) 2020. On 30-sept-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was confirmed that a da vinci-assisted gastric bypass procedure completed without incident, with use of the same stapler instrument throughout and dry staple lines were observed, on thursday (B)(6) 2020. There were no system errors generated and no issues with instruments or accessories. Everything worked as intended and expected. On monday (B)(6) 2020, the surgeon reported that there was a staple line leak. The surgeon advised that, on friday (B)(6) 2020, the patient had not gone home yet due to complaints of left shoulder pain, which the surgeon said is common from insufflation post-surgery. The patient¿s symptoms had not subsided so the surgeon opted to perform a subsequent laparoscopic surgery a few days after the initial da vinci procedure. The surgeon found that the patient had a leak on the staple line along, and off to the left, of the stomach remnant. The surgeon oversewed the staple line to repair the leak. The laparoscopic surgery completed without incident and no patient harm or injury. The surgeon has confirmed that the procedure was recorded. As of the date of this report, isi has not received the video for review. Isi has reached out to the customer to obtain additional information but has not yet received a response.